Event description:
This spontaneous report, received and reported by a nurse as "needle broke and remained in the abdomen", concerns a patient treated with novofine 30g 8 mm needles due to type 2 diabetes mellitus. Reportedly, he has had diabetes mellitus for many years. He has injecting novomix 30 (dual-acting insulin aspart) with novofine 30g 8 mm needles since 2005. Previously, he was treated with insulatard (long-acting human insulin). The patient injected insulin on an unknown date and felt the pushbutton was difficult to depress. As he withdrew the needle he noticed that the needle was bent. He straightened the needle and injected again. The needle broke off and remained in the abdomen. He was no hospitalized due to the event and no x-ray was performed. His doctor judged the needle to remain in the abdomen since it would be hard to locate and there would be no problem leaving the needle, and the patient does not mind having the needle in the abdomen. The patient has not yet recovered from the event.9

Event description:
Needle broke and remained in the abdomen (medical device complication). The pt is a trained needle user, does not re-use the needles and has been taught in performing air shots prior to the injection.